Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported on wednesday (B)(6) 2020 she stopped feeling stimulation pt stated she charges the ins every sunday "like clock-work". Pt stated her recharger is plugged in all the time. Pt connected with the recharger and it showed that she does have charge in the ins but she saw a por message on her controller. Pt stated she had a cardio stress test on (B)(6) 2020 and on wednesday (B)(6) 2020 morning she went to a park and entered a "wheel chair elevator" device. It was reviewed how to clear the por - issue resolved on the call. It was suggested pt consult with hcp to have the ins checked, pt stated she has an appt with their hcp on monday (B)(6) 2020. Additional information was received from the rep who reported that they met with the patient earlier per hcp recommendation post por event. Caller was not aware we would be interested in the por code to explain reason for por. Patient reported the stimulation was feeling as strong and caller reported the impedances on right lead were all >10, 000. Caller was able to reprogram and was able to provide patient with pain relief down legs and into ankles. Patient was happy with the new programming.